Event description:
During pci [percutaneous coronary intervention] procedure to lad [left anterior descending] the oct catheter was prepped and then advanced over the guidewire and appeared to be working fine in" pullback " mode. However, the console gave a catheter failure error. Both abbott rep and dr. [Redacted] attempted to disconnect and reconnect the catheter. The oct catheter was removed, and a new oct was used. No pt. Harm.